Event description:
The customer's mother reported that the insertion site was light and dark red, purple, blue and black, was itchy and painful, and had pus draining from the site. She took her son to the doctor who prescribed antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.